Manufacturer narrative:
H.6. Investigation: four open 32g x 4mm pen needle samples and three photos were returned from lot. No. 9324006, cat. No. 320129. Visual examination of the four open samples was carried out and a broken non patient end of cannula was observed on one sample and a bent non patient end of cannula was observed on three samples. Due to the condition the samples were returned no clog testing could be carried out. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was unable to deliver medication. This occurred on 4 occasions before use. The following information was provided by the initial reporter: customer is complaining that drug didn't come out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was unable to deliver medication. This occurred on 4 occasions before use. The following information was provided by the initial reporter: customer is complaining that drug didn't come out.